Event description:
The father reported that the user could not hear from long distance which started in september 2022. Reportedly, the electrode migrated out of the cochlea. Re-insertion of the electrode is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The recipient is affected by cochlea-vestibular malformations (cochlear hypoplasia and mondini dysplasia), which are known to bear a higher risk of electrode migration. In addition, an incomplete insertion was reported at the time of implantation. Reportedly, the presence of post-operative segmental vestibulo-cochlear ossification was confirmed by recent diagnostic imaging. These histopathologic changes are likely due to the user's history of chronic otomastoiditis and might have contributed to the reported migration and incomplete insertion. This is a final report.

Event description:
The father reported that the user could not hear from long distance which started in (B)(6) 2022. Reportedly, the user had benefit with the device before. Reportedly, the electrode migrated out of the cochlea. A full insertion was not achieved at implantation with reportedly 2 channels outside the cochlea. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. In addition, an incomplete insertion was reported at the time of implantation. Re-insertion is considered but no date has been scheduled yet.

Event description:
The father reported that the user could not hear from long distance which started in (B)(6) 2022. Reportedly, the electrode migrated out of the cochlea. A full insertion was not achieved at implantation with reportedly 2 channels outside the cochlea. Re-insertion of the electrode is considered but has not been scheduled yet.